Manufacturer narrative:
Batch record review of lot c316 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been review for this complaint category and no trend has been detected; however, as part of therakos' six sigma program for continuous improvements and to reduce the occurrence for these type of events as low as possible, CAPA's (B)(4) are already opened to investigate pressure dome leaks. Service order (B)(4) completed: pulled pump deck and cleaned the blood out. Checked the condition of all affected parts. Performed system checkout. The returned kit was received for analysis and tested. Testing of the returned kit determined that the product met spec. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a blood leak from the system pressure dome. Customer states that when he installed the kit, he did not notice anything wrong with the pressure dome membranes, but the customer stated that he did not inspect the membranes with a flashlight. No alarms occurred during prime, no leaks were seen after prime was complete. Customer stated that about 15-20 minutes into the pt treatment, he noticed blood leaking from the system pressure dome onto the pump deck. Customer immediately aborted the treatment. Male patient in single needle configuration is an inpatient and will be closely monitored, no blood transfusion has been ordered; customer estimates the total blood loss to be approximately 200ml. Patient is stable. Service order (B)(4) dispatched per customer's request. Customer returned product from investigation.